Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrostomy, the reload would not load on the stapler. They noted that stapler was unable to fire, and they were unable to press the green button and squeeze the handle. The opened a new reload to resolve the case. When the stapler was placed in the patient¿s mouth and it slid down to the larynx, the anvil of the stapler was disconnected from the tubing, and they were able to pull out all the pieces. They noted that the suture broke and that was the reason the stapler was disconnected. They opened a new stapler to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.